Manufacturer narrative:
The review of data provided confirmed the reported issue: the tablet was stuck on the manager screen. The tablet involved in the complaint was not returned for investigation. The investigation is based on the data provided. All in-clinic follow-ups on 16, 17 and 19 september 2025 ended correctly. On 22 september 2025, 7 interrogations took place and the battery was removed at 14h18 and 15h01. Two different programming heads were used for the 7 interrogations. The reported issue is a software bug: the removal of the battery at 14h18 when the tablet was on erased the smartview custom configuration, preventing the web user interface (ui) from being displayed and letting the manager ui on the screen, as shown in the picture provided and the user blocked. The workaround is to re-install the smartview software version 3.22 to restore the initial chrome configuration. This was done by the user on 22 september 2025. This software bug will be corrected in a next smartview version. This case is retained and utilized for trending purposes.

Event description:
Reportedly, while testing a talentia dr ICD still in its box before implantation. The blue test bar gradually started up, the sound indicating bluetooth connection was heard, there was a small ¿jump¿ on the screen, and the session never opened (see photo). I tried with several interrogation heads (cpr4 and cpr3h) and another ICD, but always with the same result. It finally worked after restarting the 3.22 update.

Event description:
Reportedly, while testing a talentia dr ICD still in its box before implantation. The blue test bar gradually started up, the sound indicating bluetooth connection was heard, there was a small ¿jump¿ on the screen, and the session never opened (see photo). I tried with several interrogation heads (cpr4 and cpr3h) and another ICD, but always with the same result. It finally worked after restarting the 3.22 update.